Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional tricuspid regurgitation (tr), thin leaflet and calcified annulus for a triclip procedure. During the procedure, a triclip was successfully implanted. During deployment of second triclip, the clip had single leaflet device attachment (slda) from the posterior leaflet. Additional clip was implanted to stabilize the slda clip. The tr was reduced to grade 2 post procedure. There was no clinically significant delay reported.